Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a scheduled pulse generator implant surgery on (B)(6) 2019. On (B)(6) 2020, the implantable cardioverter defibrillator delivered multiple inappropriate therapy due to noise oversensing noted on the right ventricular channel. It was determined that the lead was oversensing far field p waves. By programming the device, the physician found that the right ventricular lead had sensing below normal range and threshold values above normal range. On (B)(6) 2020, the second surgery was performed to replace the faulty lead. During the surgery, the stylet was difficult to insert into the lead when attempting to re-position and the helix would not extend after being retracted. The lead was explanted and replaced with a new right ventricular lead. The procedure was completed with no further complication. The patient was reported stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.